Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 700ml. Flow rate, procedure, cathplace: na. Patient contact: no. When filling found that the pump was empty due to leaking. This pump is identified as pump #13 in medwatch uf/importer report # 2301300000-2012-8024.

Manufacturer narrative:
Method: the actual device involved in the incident was returned for evaluation and investigation. A visual examination was performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Results: tubing at the blue connector was broken. Conclusions: the customer complaint was confirmed. The cause of the leak was attributed to broken tubing at the blue connector. A review of the risk management documentation indicates the probability of occurrence is remote. Trending of this complaint failure mode remains below the upper control level. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Alternate contact: (B)(4). I-flow is filing this report in response to medwatch uf/importer report #: 2301300000-2012-8024.